Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 104 mg/dl. The customer reported the alarm was resolved by a complete set change. Customer has product in question to return. Customer stated the sets from the lot were causing no delivery alarm. Customer stated that she will return 1 infusion set for analysis and advised we will send replacement.